Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and flat crease. A leak test was performed which found an opening on the anterior side. A microscopic analysis was performed which identified a sharp opening on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening on the plug strap disk shell due to an unidentified tear opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.